Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, a grip piece of the device jaws fell into the patient's cavity. The piece has been removed from the patient's cavity. No patient injury.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found the bottom jaw was broken and missing. Manufacturing engineer was notified of the complaint and determined that the jaw was broken due to use error. The jaw is made of stainless steel and requires a large amount of external force to break. The device is also tested before leaving the manufacturing plant. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, use caution when grasping, manipulating, sealing, and dividing large tissue bundles. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.